Manufacturer narrative:
The bench repair technician performed testing and confirmed that the device was producing sound as normal based on the information available and the testing conducted, we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that a speaker error occurred and alarms were very quiet. It is unknown if the device was in use at time of event, and there was no adverse event reported.